Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had issues with sensor reading low. Customer calibrated sensor and it did not correct the issues. Customer is still getting low sensor glucose of 40mg/dl and blood glucose 110mg/dl. Customer's current blood glucose was 118mg/dl and sensor glucose was 43mg/dl. Advised customer that the device will be replaced.

Manufacturer narrative:
A complete analysis and testing of the one opened and used enlite sensor, performed the continuity resistance test and the sensor failed the test.